Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire break occurred. The patient presented with an st elevation myocardial infarction. The target lesion was located in the right coronary artery. The procedure was being performed as a bridge to coronary artery bypass grafting. A 185cm j-tip pt2 moderate support guidewire catheter was selected and advanced to the target lesion. The distal tip was looped. Upon pulling back the guide wire to undo the loop, the distal 20mm of the guide wire broke. The distal tip of the guide wire was not retrieved. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a guide wire break occurred. The patient presented with an st elevation myocardial infarction. The target lesion was located in the right coronary artery. The procedure was being performed as a bridge to coronary artery bypass grafting. A 185cm j-tip pt2 moderate support guidewire catheter was selected and advanced to the target lesion. The distal tip was looped. Upon pulling back the guide wire to undo the loop, the distal 20mm of the guide wire broke. The distal tip of the guide wire was not retrieved. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is: undeterminable. (B)(4).